Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 experienced an error code e433. The issue occurred during a therapeutic orthopedic procedure, while the device was inside the patient. There were no reports of patient harm.